Manufacturer narrative:
It was reported that the pump stopped flowing and the emergency drive was used. The failure occurred during treatment. On (B)(6) 2024 the information was received that the patient survived the reanimation but suffered broken ribs. The patient was connected to the same cardiohelp device after reanimation and the pump worked as expected. A getinge field service technician (fst) was sent for investigation on (B)(6) 2024. The cardiohelp device was tested for a month without any errors. The device functioned as expected. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and "backlfow prevention" and ¿pump disposable error ¿ stop¿ could be confirmed in the log files. A medical review was performed by getinge medical affairs on (B)(6) 2024 with following conclusion: "the sparse complaint narrative describes a pump stop during an undisclosed form of extracorporeal support, likely in a veno-arterial configuration, presumably occurring on the (B)(6) in the early morning between 03:32 and 04:10 a.m., based on the information obtained describing the pven to have read -276 mmhg. It was reported that the emergency drive was used for about 5 minutes and that the patient required immediate cardiopulmonary resuscitation which resulted in several broken ribs. The questionnaire sent to the customer went unanswered, despite several attempts by the ssu to gather more details regarding the event. The service technician inspecting the cardiohelp conducted a test-run of the unit for ¿over a month¿ and no errors or stops occurred. The unit was cleared and returned to the customer. An analysis of the service and user log-files finds the logged events on the (B)(6) to correlate to the reported event. At 03:32:09 the unit was manually unlocked and the pven limit changed at 03.34:56 and again at 03:43:13. The entered limits are unknown. Pump stops prior to the logged backflow have been logged at 03:57:12, lasting 0 seconds and at 03:57:15, lasting for 3 minutes 43 seconds, before the pump was started again. Simultaneously to the pump start at 04:00:58, the logs show the disconnection of the pressure and temperature sensors, likely due to the disconnection of the hls-sensor cable, indicative of the hls-module being transferred to the emergency drive as at the same time a pump disposable error is logged. This is followed 19 seconds later by a pump disposable error, and again 5 seconds later followed by an alarm for backflow prevention. This sequence of events may be indicative of the hls-set being removed from the console without the clamping of the arterial or venous line, possibly to employ the emergency drive. The duration of the entire episode correlates to the reported use of the emergency drive for about 5 minutes, further corroborated by the duration of the global override. The report that the zero-flow mode did not trigger may be difficult to evaluate, as it seems that the hls-module was disconnected from the cardiohelp unit when the negative flow was detected at 04:01:22. The repeatedly logged pump stops prior to the alarm are not triggered by an intervention and may have been done during a patient evaluation, possibly connected with the reported pven of -276 mmhg. A pven of -276 mmhg may be the result of hypovolemia, as the pven limit has been adjusted twice around the same time. High negative pressure, seen as suction events, can cause such venous pressure excursions in closed circuits. Another contributing root cause of a high negative pressure may be a kinked venous line which may cause similar effects. A static cause such as a thrombus in the venous canula seems unlikely, as the same hls-set was used after the event. No clear root cause for the reported pump stops is apparent from the complaint narrative or from the correspondence. The clinical sequence of events cannot be reconstructed without further information. The pump stops between 03:57:12 to 04:00:58 may have been user induced to resolve the high negative pressures in the venous line by intentionally reducing the pump rotations and by that reduce the suction exerted by the pump. A causal correlation between the reported event and the cardiopulmonary resuscitation of the patient could not be safely established. The reported harm of broken ribs is conclusive with the patient undergoing cardiopulmonary resuscitation and is a known occurrence in 26-80% of patients undergoing mechanical resuscitation. These patient population has a higher incidence of complications, potentially impacting the outcome. The management of broken ribs after resuscitation is commonly handled non-interventional, but active repair is also possible. Without further knowledge about the therapy course of the patient no conclusive evaluation is possible. In conclusion: no definitive root cause or correlation of the reported pump stop and the cardiohelp could be established from the available information." In the instruction for use (IFU) of the cardiohelp, it is stated that it is necessary to decrease the flow to zero before disconnecting and connecting the disposable to the device. In reference of the current IFU for disposables the following is stated in chapter ¿safety instructions for the oxygenator¿: incorrect installation of the hls module advanced can lead to device malfunction. This can endanger the patient. The following is stated: - use the device only together with the device cardiohelp-I. - install or remove the device only when the pump of the cardiohelp-I is at a standstill (0 rpm). - ensure that the device is fitted onto the device correctly and securely fixed, to eliminate the risk of magnetic decoupling between the drive and the centrifugal pump. The device was manufactured on 2017-01-27. The review of the non-conformities has been performed on 2024-05-03 for the period of 2017-01-27 to 2024-04-25. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "pump disposable error" could be confirmed, but no correlation of the reported pump stop and the cardiohelp could be established from the available information. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: the affected hls set will be investigated in complaint mcp ref. #(B)(4), reported under mfg #8010762-2024-00245.

Event description:
Complaint ID (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
Due to the reanimation the patient suffered broken ribs . E-drive was used and nothing else was exchanged. Patient was put back on that same pump and pump worked as usual. No error messages were reported. The device is out of use and will be investigated by getinge technician. A follow up will submitted when additional information become available.

Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
During treatment it was reported that the pump stopped flowing during use. The patient had to go under CPR immediately, no other information was provided. Complaint ID: (B)(4).